Event description:
The consumer stated that his girlfriend was about to perform the test, but while opening the reagent bottle it spilled in her eyes. No adverse effects were reported after the reagent was spilled.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.